Manufacturer narrative:
Investigation currently underway.

Event description:
It was reported by service report that there were metal shavings coming from rail assembly lock bar. No adverse consequences have been reported.